Event description:
Customer called to report that she was hospitalized, due to high blood glucose levels and possible dka. Customer mentioned that she had experienced high blood glucose levels on friday as well as two motor error alarms thursday night. Unable to perform the high pressure test, due to motor error alarm, during troubleshooting.